Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. After deployment. The clip opened to approximately 20 degrees. An additional mitraclip was implanted to stabilize the clip and further reduce the mr. The procedure was discontinued, the final mr was reduced to grade 2. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.